Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the black box data showed evidence of a sudden voltage drop on 06/15/2016. A replace battery alarm associated with post delivery motor power supply fault was observed. A visual inspection of the pump showed that the battery compartment was cracked. The pump casing was cracked. The returned battery cap was able to fully tighten on to the pump. The pump¿s current draws were found to be within specifications. The pump cover was opened and moisture contamination was found inside the pump on the base of the motor drive assembly.